Event description:
Several weeks after a shoulder procedure using a smartstitch magnumwire suture cartridge and a magnum 2 implant, it was reported that the patient sustained a post-surgical infection. The hospital tested all of the sterilized equipment for biological material/foreign contaminants and all equipment passed testing. Multiple attempts at retrieving more information were unsuccessful, however no further patient complications have been reported as a result of this event.